Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-may-2018 with the following findings: during investigation, the battery compartment was cracked near the top and below the bumper pad. The battery cap threads were damaged and stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the battery cap threads were stripped. This report is made based on results of investigation completed on 16-may-2018.